Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sale representative via email that an ar-3680 fibertak implant system and an ar-3681 fibertak button anchors pulled out of the implantation site. When shuttling the mechanism through the knot, one strand goes through, but the other stand pulls the anchor out. This was discovered during a procedure. Additional information received on 7/5/2023: this was discovered during a subpectoral biceps tenodesis procedure on (B)(6)2023. The case was completed by removing both fibertak anchors and using an ar-2260 distal biceps repair implant system.